Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's ICD delivered multiple shocks attributed to a vt storm during an ablation procedure. The issue resulted in reversion to backup mode. No further information is available at this time.